Event description:
Boston scientific received information that this device and non-boston scientific right ventricular lead generated a red alert due to a high out of range impedance measurement. The impedance measurement has been gradually increasing during the last six months. In addition, increased threshold measurements were obtained. All other measurements were within normal limits. This device was reprogrammed . As the patient with this device is awaiting a transplant, a decision was made to further monitor the lead. No adverse patient effects were reported.

Event description:
Additional information was obtained. This device remains implanted and has been programmed to monitor a decision was made to program this device to a value other than monitor + therapy as the patient with this device remains on the transplant list and is unwilling to have a revision procedure. This device and non-boston scientific lead remain implanted and will be further monitored.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Subsequently, this device was removed and returned for analysis.

Event description:
- -